Manufacturer narrative:
The reported complaint was not confirmed. The field service representative (fsr) was dispatched to the user facility. The fst could not verify belt slip and roller jumping. He checked the roller pump onsite, belt tightness and wear- both were okay. He checked the cooling fans-both were okay, and cleaned brushes in motor. The roller pump operation was checked and no problems were found. The unit operated to the manufacturer's specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the sucker roller pump was jumping and had a "belt slip" error message. The perfusionist (ccp) stated that the roller pump was not working as usual, seemed tight so he backed off the occlusion but still didn't seem right so he tightened it and got the "belt slip" error. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2016: the sucker roller pump was not suctioning adequately, so the ccp was concerned the occlusion was loose. The roller occlusion was set tighter. After the adjustment, the pump displayed a belt slip message. As a back-up roller pump was available, the ccp elected to change the pump out. No further issues observed. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.